Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an exhalation flow valve diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). A covidien service engineer inspected the device and verified the reported condition. To address the reported failure, the exhalation valve assembly was replaced. The unit passed all testing and was ready for use.